Event description:
The pt has no response with the cochlear implant since activation. A CT scan taken shows that the electrode is not in the cochlea. The pt has been explanted of the device on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report. See scanned page.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being completely out of cochlea, as confirmed by diagnostic images. A full insertion was reported during implantation surgery however the device was found migrated posteriorly and superiorly during explantation, therefore it can be assumed that the electrode array migrated out of the cochlea. Damages found during investigation are contributable to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has no response with the cochlear implant since activation. A CT taken shows that the electrode array is not in the cochlea. The patient has been explanted of the device on (B)(6) 2015. Information received regarding the explantation confirmed that the device had migrated posteriorly and superiorly.